Manufacturer narrative:
Age at time of event: 80's. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR:2134265-2017-12256. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The double curved watchman® access system (was) was deep seated in the laa. A 24mm watchman ® laa closure device & delivery system (wds) was inserted and deployed, but after several recaptures it did not meet criteria and they ending up doing a full recapture. Sweeps were performed and there was no pericardial effusion (pe). A new anterior curved was was deep seated into the laa and a new 24mm wds was inserted and deployed. One partial recapture was performed. As they were doing sweeps for a pe, they saw an effusion that was not there at baseline. They released the closure device and watched the effusion. Heparin was administered, there were no blood pressure changes and the patient remained stable. They watched the effusion for another 15 minutes and gave the patient protamine at the end of the case and they were discharged to the post-anesthesia care unit (pacu). They watched the patient overnight; they had no symptoms, side effects or issues. They were discharged the following day.